Event description:
The report indicated that three minutes after going on bypass, a bubble appeared in the arterial line. The pump was shut off and the pt was off bypass for 30 seconds while the bubble was recirculated. The unit was not changed out and there was no pt compromise.